Event description:
Clinic notes dated (B)(6) 2013 were received which indicate the patient's vns could not be programmed and the patient experienced a recent increase in seizure frequency. The patient had drop attacks, general tonic-clonic seizures, and some partial seizures. The notes state that they will replace the vns and suspect that the battery is low. However, an estimated battery life calculation performed with the programming history data in the manufacturer's database found an approximate 10 year estimated years left until end of service. Attempts have been made for additional information; however, they have been unsuccessful. No other information has been provided.

Manufacturer narrative:
Analysis of programming history.

Event description:
The patient underwent generator revision on (B)(6) 2013 due to battery depletion. The explanting site does not return explanted products. Follow-up showed that troubleshooting was performed and everything was okay, but no details were given. The increase in seizures was not believed to be related to vns, but the seizures improved since revision. Programming history was not provided despite attempts.